Manufacturer narrative:
The manufacturer previously reported receiving information alleging the device failed a test step during testing. There was no harm or injury reported. The device's active exhalation control module was replaced to address the issue. The active exhalation control module was evaluated by the manufacturer's product investigation laboratory (pil) and found the active exhalation control module functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging the device failed a test step during testing. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.